Manufacturer narrative:
Concomitant product: product ID 39286, lot# unknown, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that 1 contact out of 16 were not working. Actions required as a result of the event included reprogramming. The patient¿s status at the time of report was alive with no injury. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there was high impedance and the event was resolved and the patient was doing well.